Event description:
It was reported an alarm was not heard but confirmed by telemetry. Telemetry confirms a critical alarm is occurring. The alarm was due to a motor stall. A refill was done the previous day and it was noticed that the pump showed a motor stall alarm. The alarm occurred on (B)(6) 2013 followed by a tube set alarm 48 hours later. The patient had gone to a tanning bed around that time. There were no recovery logs; therefore, it was believed that the motor was still stalled. The patient's dose was reduced from 4.5 mg/day to 1 mg/day thinking she wasn't getting the drug, but might once the pump was reprogrammed. The volumes matched when the refill was done. The patient did not have any symptoms up until the refill. Shortly after the refill, the patient started having withdrawal type symptoms and the patient was in "hysterics". The patient's dose was increased to 2.5 mg/day at around noon today, but that night the patient was still in withdrawal and "hysterics". When the second update was done to the patient's pump there was a pop-up box showing the motor stall. The plan was to read the logs again and increase the dose. The pump was delivering bupivacaine and morphine. Additional information reported the patient experienced systemic underdose symptoms of pain and vomiting. The patient denied having an MRI, stating she had only been in a tanning bed. At a follow up visit, the patient brought in paperwork that showed she had an MRI on (B)(6) 2013 but did not follow up with the hcp afterward. The motor stall was due to magnetic resonance imaging (MRI) exposure. The pump was reprogrammed. Once the pump was interrogated on (B)(6) 2013 it stated the motor stall, according to the logs occurred on (B)(6) 2013 and did not recover. The motor stall recovered after pump interrogation. The motor stall recovery occurred on (B)(6) 2013. The pump is still implanted and functioning at present. The patient status was alive; no injury. The pump was delivering morphine, concentration 20mg/ml; dose 4.5 mg/day and bupivacaine, concentration 25mg/ml; dose 5.6mg/ml.

Manufacturer narrative:
Continuation: product ID 8575, lot# n171187, implanted: (B)(6) 2008: product type accessory; product ID 8590-1, lot# n157578, implanted: (B)(6) 2008: product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2002: product type catheter. (B)(4).